Event description:
The device was applied during a bowel resection involving one pt. Reportedly, the staples did not form properly. The surgeon manually sutured to complete the procedure. The hosp reported no pt injury.

Manufacturer narrative:
10/25/96 - supplemental report #1 submitted to FDA by mfg. Additional information submitted for d7, d8 and d9. Device evaluated indicated and codes entered in h3 and h6. Corrected data submitted for b4 and f8.